Event description:
It was reported that during a posterior cervical fusion, the persuader broke on the back table. The spring on the handle of the persuader (03.614.027) broke. Surgeon used another persuader to complete the procedure with no further problems, no harm to patient.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that one spreader leaf spring is broken off and missing. The broken surface is homogenous what indicates material conformity as well. We are not able to determine the reason for this breakage.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(4) 2012. Placeholder.